Event description:
The customer originally reported that the blade buckled after three utilizations. There was no pt injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.